Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument case was unable to confirm the reported event. However, it was noted the instrument appeared worn and faded. A need for corrective action is not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was no harm or delay. Attune total knee instrument trays were beginning to delaminate on the inside. The black pieces that hold instruments in place were starting to peel back. The hospital was concerned that this could create a possibility for harboring bacteria.